Event description:
The customer contact reported a disconnection. The tubing set was being used for intermittent delivery of unspecified medications. It was reported that when the tubing set was being flushed with normal saline, the removable clave port disconnected from the winged female adapter of the tubing set. It was reported less than 50 ml of solution leaked. The customer contact reported that the removable clave does not tighten securely to the winged female adapter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.